Manufacturer narrative:
Additional information d5 h3: there is no specific optetrak logic device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
As reported via legal documentation a patient had their right knee replaced on (B)(6) 2015. They underwent right knee revision on (B)(6) 2022, approximately 6 years 9 months after their initial implantation. Patient alleges they required revision surgery for issues including but not limited to polyethylene wear, instability, and component loosening. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
D10.concomitants: optetrak logic femoral component (cat#02-010-01-0320, sn (B)(6)); optetrak tibial tray (cat#02-012-41-2020, sn (B)(6)); optetrak patella (cat#200-02-32, sn (B)(6)). These devices are used for treatment not diagnosis. Additional information requires additional investigation. Investigation pending.

Event description:
Revision operative report of (B)(6) 2022: revision right knee total arthroplasty: right knee failed tkr with recalled exactech polyethylene; right knee synovitis secondary to polyethylene wear; right knee minor osteolysis; ¿there was extensive synovitis [of the patella]... There was noted to be some wear of the liner medially.¿. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.